Event description:
Complainant alleged that while attempting to defibrillate a patient, the device displayed an "analysis halted" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp. Has not received the device for evaluation and this complaint is still under investigation.